Event description:
It was reported the patient's scs ipg pocket site was relocated on (B)(6) 2014 due to discomfort/pain. The issue resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.